Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station initially failed to boot and remained stuck at the bios (basic input/output system) screen due to suspected ssd (solid state drive) communication issues; after reseating cables and swapping the docking board, the system powered on but encountered a database error during med application login. A field service engineer (fse) worked with technical support specialist (tss) identified as an incomplete and corrupted database, where required tables were missing, preventing synchronization. Tss resolved the issue by dropped the faulty database, rebuilt it with the correct version, and completed a full re-synchronization, after which the station was restored to normal operation and confirmed functional. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station presented a black screen with a blue password prompt and did not recover after a hard reboot. Database deletion, rebuild, and re-synchronization were performed; however, the device did not return to normal operation. There were no delay or adverse events or injuries reported based on this event.